Event description:
The manufacturer received information alleging a ventilator failed a test during service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly and blower assembly were replaced due to dust/dirt contamination.